Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that on (B)(6) 2013 the patient's blood glucose level was down to 40-45 mg/dl. The patient ate pieces of glucose, but the blood glucose level did not return to normal. Around 8:00-8:30pm she felt sick, dizzy, nauseous, and slow to react. Her husband called for an ambulance/doctor on call. The patient's doctor measured her blood glucose level and it was 41 mg/dl. He gave her glucose liquid orally and an infusion of glucose. The patient was taken to the hospital where she was monitored in the emergency room for four hours. The patient and her doctor think the infusion device delivered too much insulin. Infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.